Event description:
A culture was taken from the device pocket, but the results were unknown. An infection was suspected. The pump was replaced and the pocket was moved to the left lower abdomen. The pump segment of the catheter was also replaced. No symptoms were reported, and the patient was noted to be alive and without injury. The medications used within the system were dilaudid, marcaine, and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).